Event description:
In 1999, a 79-year-old male pt suffering from hcc nodule on "cirrhosis" was treated with thermo-ablation. Eight days following procedure, peritonitis resulted from perforation of right hepatic curve of the colon and gall bladder. The initial state of the pt was identified as septic shock. The pt was subsequently surgically treated with a right hemicolectomy and cholecystectomy with ileostomy of last ileal loop. The pt died on december 7, 1999.